Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard, but telemetry had not yet been performed. The patient¿s pump was empty and alarming. The patient was in unbearable pain. The issue started a week and a half prior to report. The patient had relocated and the patient had not heard back from the healthcare provider (hcp) they were referred to. A physician listing was requested. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n217545, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Additional information was received from a consumer and a company representative. The patient's pump ran out and he could not find an hcp to manage the pump. A new hcp agreed to take over his care, but only if he got a new pump as his pump had either been empty or stopped for months. The hcp stated that the reason they were changing the pump was that it had been empty so long, and that it had been working fine until it ran out. It was also noted that the hcp told the patient that the pump had been in for 6.5 years and it was time to replace it. The patient had pump replacement surgery, and was told prior to the surgery they would fill the pump with medication before surgery but they did not. The patient had been without medication and in pain since (B)(6) 2015 (due to waiting to get another pump). The pump was discarded following the replacement.